Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 200cc mentor smooth round moderate profile on the left side and with an unknown size unknown saline implant on the right side and experienced bilateral capsular contracture; baker grade unknown, and left side calcification postoperatively. As a result, the patient underwent bilateral explantation, and replacement with catalog number 3501640; serial number (B)(4) on the left, and with catalog number 3501640; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.